Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01742.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, two ruby coils would not track through the lantern, and the physician experienced resistance. Therefore, they were removed, and the lantern was flushed. The procedure was completed using two new ruby coils and the same lantern. There was no report of an adverse effect to the patient.